Event description:
It was reported that the right ventricular (rv) lead has consistently had low impedance. The device remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead has consistently had low impedance. It was further reported that the patient alert has triggered several times due to the consistently low impedance. The patient alert has been programmed off, and the lead remains in use. The patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.